Manufacturer narrative:
Investigation summary: bd received a used 22 gauge nexiva single port unit from lot 2306107 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had successfully decoupled from the catheter adapter but the needle cover was missing from the unit. Next, the engineer closely inspected the device's components. The needle and needle shield had no defects. The catheter was inspected microscopically and no damage or deformities were found. Finally, a leak test was performed to identify any issues not visible to the naked eye but no leakage or damage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection the engineer could not determine a definitive root cause.

Event description:
It was reported that during use with 2 bd nexiva¿ closed IV catheter system the catheter backed out of vein. Patient information or impact has not yet been obtained. 2nd of 2 events the following information was provided by the initial reporter: one of my rns came to me and reported the nexiva IV malfunctioned twice on her. It's the same thing that occurred with the previous rn who was almost stuck with the needle. The plastic catheter came out when she was advancing the needle. We saved the IV and it's in my office.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd nexiva¿ closed IV catheter system the catheter backed out of vein. Patient information or impact has not yet been obtained. 2nd of 2 events the following information was provided by the initial reporter: one of my rns came to me and reported the nexiva IV malfunctioned twice on her. It's the same thing that occurred with the previous rn who was almost stuck with the needle. The plastic catheter came out when she was advancing the needle. We saved the IV and it's in my office.